Manufacturer narrative:
The manufacturer awareness date was incorrectly reported as (B)(6) 2020 instead of (B)(6)2020 in the initial report. The date has been corrected. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The manufacturer awareness date was incorrectly reported as 30-dec-2020 instead of 30-nov-2020 in the initial report. The date has been corrected. Upon receipt, the lead under complaint was found cut 14.5cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. The medial fragment (approximately 9cm length) was not returned. An extraction aid was found in the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal end region of the distal fragment was found damaged due to wear, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a ruptured is-1 connector pin from the lead body, a deformed inner conductor coil, a deformed svc shock coil and cuts into the insulation most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to low sensing and no capture. Should additional information become available, this report will be updated.